Event description:
It was reported that right ventricular (rv) lead had a history of elevated capture threshold since 2019. The physician elected to prophylactically cap and replace the lead on (B)(6) 2025, during routine device change out. The high rv threshold was attributed to patient anatomy. The patient is in stable condition.